Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 10/31/2012, electrode belt: 12/14/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was unconscious and in his kitchen at the time of the event. It was reported that the patient's brother was present at the time of the event. Review of the event indicates that the patient experienced a treatment event. The patient was appropriately treated one time with the rhythm of ventricular tachycardia at 265 bpm. The patient was appropriately treated two times with the rhythm of ventricular fibrillation (vf). The post-shock rhythms of the three treatments were bradycardia at 15 beats per minute (bpm), bradycardia at 25 bpm and idioventricular rhythm at 40 bpm degrading to asystole. A fourth inappropriate treatment was delivered with the rhythm of asystole and post-shock rhythm of asystole. Asystole is considered a non-treatable rhythm. A fifth treatment was delivered while the patient was in vf with a post-shock rhythm of asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2015.